Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation, occlusion, embedment and perforation abutting multiple adjacent organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation, occlusion, embedment and perforation abutting multiple adjacent organs.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section d11 (concomitant medical products: unknown percutaneous stick device, sheath, wire, 6fr trapease delivery) section g4 (date received by the manufacturer) section h4 (manufacturing date) section h6 (evaluation codes: addition of patient code 1779- coagulopathy, device code 2522- failure to align and conclusion code 4310- cause cannot be traced to device) complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, occlusion, embedment and perforation abutting multiple adjacent organs. The patient reported becoming aware of perforation of filter strut(s) outside the ivc, filter tilt, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and perforation abutting an adjacent organ approximately eight years post implant. The patient has also reported experiencing anxiety. According to the procedure notes the right femoral vein was accessed and the filter was placed below the level of the renal veins. The indication for the filter implant was not provided on the record and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry, practitioner technique and tortuosity. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information and without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation, occlusion, embedment and perforation abutting multiple adjacent organs. The following additional information was received per medical records: the right femoral vein was accessed and the ivc filter was deployed below the renal veins under fluoroscopy without complications. The patient was alert and oriented post procedure. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 8 years post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter tilt, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and perforation abutting an adjacent organ. The patient also reports suffering from anxiety.